Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to an unknown product performance issue. Additional information was received indicating that the physician chose not to implant the lead due to a visual of high voltage conductors within the lead body looking twisted which could result a potential lead issue in the future. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was made with this lead and it showed that this lead¿s allegation was confirmed. This lead¿s body was curled (could appear as twisted).